Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to the breakage of the nail eleven weeks after primary surgery.

Manufacturer narrative:
(B)(4).